Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was not installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument stopped working and went limp. There was no report of any fragment(s) falling into the patient, patient harm, adverse outcome or injury related to the reported event. On (B)(6) 2016, intuitive surgical inc., (isi) contacted initial reporter for additional information regarding the reported event. Initial reporter had no additional information and directed the questions to the (B)(6). According to the (B)(6), the instrument's tips/grasper would not open or close.